Event description:
It was reported, patient received PICC-line 22/5. When repositioning before treatment on 6/28, it is noted that there is a hole in the PICC-line catheter. The catheter has holes on the plane between skin level/wings and attached with secuacath. The hole is noted after repositioning when the inflow and outflow of the catheter must be checked. The catheter tube is not in any special way under previous bandages, is not near the crease of the arm, I think the catheter feels like it has been kinked in the area where the hole is. According to the patient, no one cut the dressing during removal. When removing the catheter, it is also noted that the catheter during removal has a distinct kink on the catheter a bit inside the exit, thus the catheter that was inside the insertion. The patient did not take any direct damage apart from the fact that she suffered a hole in the PICC-line, finds it worrying and now had to receive treatment peripherally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. Use residue was observed on the sample. The catheter shaft appeared to be flattened between the 0cm and 2cm depth markings. A severe kink was observed at the 3cm depth marking. An attempt to flush the catheter with water using a 12ml syringe revealed a leak near the 0cm depth marking. Microscopic inspection of the catheter revealed a longitudinally aligned split between the molded joint and 0cm depth marking. The surface of the split was granular and uneven. The catheter shaft exhibited material deformation in the vicinity of the split. Repetitive mechanical stress may have been a contributing factor to the observed catheter deformation and split, including compression and possible kinking. The damage location suggested that catheter securement, access, and maintenance techniques may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, patient received PICC-line 22/5. When repositioning before treatment on (B)(6), it is noted that there is a hole in the PICC-line catheter. The catheter has holes on the plane between skin level/wings and attached with secuacath. The hole is noted after repositioning when the inflow and outflow of the catheter must be checked. The catheter tube is not in any special way under previous bandages, is not near the crease of the arm, I think the catheter feels like it has been kinked in the area where the hole is. According to the patient, no one cut the dressing during removal. When removing the catheter, it is also noted that the catheter during removal has a distinct kink on the catheter a bit inside the exit, thus the catheter that was inside the insertion. The patient did not take any direct damage apart from the fact that she suffered a hole in the PICC-line, finds it worrying and now had to receive treatment peripherally.